Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ edema: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Health care professional reported reduced breasts density, breasts swelling, periodic breasts pain and a suspected rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Health care professional reported reduced breasts density, breasts swelling, periodic breasts pain and a suspected rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.